Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture positive for citrobacter freundii and fever in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced bacterial peritonitis manifested by abdominal pain with cramps, cloudy effluent and fever but did not require hospitalization. On that same date, the patient began remedial therapy with gentamycin (80mg, daily, route not reported), vancomycin (1gm, every seven days, route not reported) scheduled to continue until (B)(6) 2010. Further treatment included heparin, mesocain, metamizolum 500mg + pitofenoni hydrochloridum 5,25 mg + fenpiverinii bromidum 0,1mg, and paracetamol. On an unreported date in (B)(6) 2010, the dianeal and extraneal therapies were withdrawn and automated pd therapy was replaced with physioneal therapy (dose, frequency and lot number not reported) and the reporting physician felt the patient's condition improved. The dianeal pd1 and extraneal viaflex therapies were not reintroduced. The physician reported that the severity of the event was moderate. Physioneal therapy was ongoing and the physician stated the patient "had good values of ultrafiltration". It was unknown whether the events of bacterial peritonitis with culture positive for citrobacter freundii, cramps and fever had resolved. The physician considered the events of bacterial peritonitis with culture positive for citrobacter freundi, cramps and fever to be related to dianeal pd1 and extraneal viaflex therapies.